Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the internal wire at the kinked section of the cable was damaged, which caused the reported event (device did not deliver energy and error/check probe lights appeared on). It¿s probable the damaged cable was due to mishandling of the device. The final root cause of this event was unable to be identified. The following is included in the instructions for use: "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage" (page 1); "after each use or prior to cleaning and sterilizing, carefully inspect the transducer and cable for tears, cracks, or other signs of damage. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." (Page 3) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the one-month old shockpulse lithotripsy transducer did not deliver any energy. As per the customer, there was no sound activation that was typical of ultrasound. Also, ¿error¿ light and ¿check probe¿ light appeared on the front panel of the generator when the transducer was connected and/or activated by switches. The customer tested and confirmed that the problem was not related to the pedal. The issue was found during testing as part of preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. During investigation, it was found that the transducer was defective and no possible activation was detected. The ¿error¿ light appeared on the front panel when s button was pressed; however, ¿check probe¿ light on the front panel did not light up. Also, a kink was observed on the cable. The investigation is ongoing and follow up with the user facility is currently being perfomed. A supplemental will be submitted on completion of investigation or if any additional information is received.